Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse inspected the tank and associated connections and o-rings and found the rescue unit helium connector o-ring was broken, causing the leak. To address the issue the fse replaced the o-ring supplied by the customer. The fse performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the facility's biomedical engineer (biomed) noticed that the tank pressure of a cardiosave intra-aortic balloon pump (iabp) dropped quickly after installing. There was no patient involvement, and no adverse event reported.